Manufacturer narrative:
The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause could not be determined after reviewing the documentation in this investigation. Per the expanded evaluation report, the locking mechanisms were able to be engaged but could not stop wheel rotation. When the step bar was pushed downward, the locking pins did not both go down to the same position. The right locking pin was observed to stop at a higher position than the left. The brackets on the step bar were observed to be slightly bent and welded at incorrect angles. The entire step bar was also observed to be skewed, causing the floor lock to raise one wheel off of the ground. Should additional information become available, a supplemental record will be filed.

Event description:
Customer alleged the brake will not engage.